Event description:
The report stated that when the generator was turned on, it did not pass its self-test. It was found that some components were burnt.

Manufacturer narrative:
The reporting party has indicated that the device will not be returned for investigation. The device was repaired, but they only listed the 4 pcbs they replaced, so we are unable to determine what the root cause was, or if a cascade event occurred or if it was an unrelated repair issue.